Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The implantable cardioverter defibrillator was received above elective replacement indicator. Upon interrogation, the implantable cardioverter defibrillator was found to have normal function.

Event description:
Related manufacturer reference number: 2017865-2021-18373, 2017865-2021-18375. It was reported that pocket infection was observed. It was noted that the atrial lead was explanted and replaced on (B)(6) 2021 after the initial implant procedure on (B)(6) 2021. The physician did not suspect that abbott products were the cause of the infection. The device system was explanted. The patient¿s condition was stable.